Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction with information inadvertently left out (b5 and g2) and to provide an update (h3 and h4). The returned device had a cracked thin part of the housing (the part that tears when removing). The rubber valve was not damaged. Additionally, it has been confirmed that when the biopsy valve is attached by pushing it straight vertically to the endoscope's instrument channel port, the thin walled part of the housing is torn. Olympus also confirmed that liquid leaks when pumping with a syringe while the biopsy valve housing is torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event 1 "biopsy valve housing broken" could have occurred due to the following: - a crack occurred when the biopsy valve was attached to the endoscope. - the biopsy valve was used without noticing that a small crack had appeared when attached to the endoscope, and the crack grew larger due to the stress caused by inserting and removing endo-therapy accessories and syringes during the procedure, causing the housing to completely break. In addition, the following are possible causes of cracks in the biopsy valve housing during attachment to the endoscope. - when this product was pushed straight and vertically on the endoscope's instrument channel port, overload was applied to the thin-walled part of the housing (the part that would be torn when removed), causing damage. Additionally, it is likely the event 2 "a leak occurred from the biopsy valve during procedure" could have occurred due to the following: - a gap was created at the connection between the endoscope and the biopsy valve due to damage to the housing in event 1, and xylocaine leaked from the gap when the syringe was used to pump xylocaine. - the syringe was not firmly inserted to the biopsy valve. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: - 9.3 attaching the biopsy valve into the endoscope "put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly." - instructions for use for (B)(6) / cautions in section 9.4 "angled or incomplete insertion may result in leakage of solution from the valve." - instructions for use for bf-p290 / troubleshooting in chapter 5 the following two causes of fluid leakage from the biopsy valve have been described. "The single use biopsy valve is attached incorrectly." "The syringe is not inserted securely." Olympus will continue to monitor field performance for this device.

Event description:
Information inadvertently left out: it was reported that the patient's procedure was for performing biopsy forceps, brushing cytology, and bronchoalveolar lavage (bal). The patient's procedure and sedation were extended within 5 minutes and the patient was given additional xylocaine 8%. The fallen pieces were approximately 2mm and fallen pieces were reported to have fallen off in the trachea. Due to the abnormal noise caused by the leaking of xylocaine and air leakage from (B)(6), the user suspected a faulty installation or damage and replaced the subject device. The physician when inserting and withdrawing the instrument is careful to insert and withdraw the instrument as straight as possible. Additionally, the physician has been using this device for more than 10 years.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6)..

Event description:
It was reported during a endobronchial biopsy using the guide sheath method that a unknown liquid leaked from the biopsy valve; therefore, the biopsy valve was replaced. The facility speculated a fragment from the second biopsy valve fell out of the forceps channel into the bronchus. The fragment could not be retrieved from the body. It was later reported the liquid that leaked was xylocaine 8%. No further treatments, examinations, surgical procedures or plans to remove the foreign object have been performed since the event and the patient was discharged that same day.